Event description:
My insulin pump from medtronic had a metal contact that came loose and fell on the floor while I was changing a battery in it. After putting the metal contact back in place and trying to get it to stay there I found it wasn't going to stay. I received messages stating the pump would not restart so I took battery cover off and tried some more to get it to stay in place. After more attempts to get it to stay in place, I took some pliers and pinched the connectors a little tighter together. This seemed to work for a while and then finally it fell off again during battery change. This time I put a few small drops of lock tight on the prongs and with the pliers I held the metal connector in place until it adhered to the plastic it covered. That fixed it until medtronic put out a recall notice for broken caps and I received a new black battery cover cap. Before I pinched the connectors together I was getting some error messages and odd reading from the pump about I which I was getting worried the pump was not working properly. This is about all I can think of at this time, (B)(6). FDA safety report ID # (B)(4).